Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, really hard, and cannot close their eyelid completely are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions; juvéderm voluma® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events per tables 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected to the nasolabial folds with 1 syringe of juvéderm voluma® xc and peri orally with 1 syringe of juvéderm volbella® xc. At the nasolabial folds where the juvéderm voluma® xc was injected patient developed an allergic reaction and the area was really hard and sticks out. The patient saw another healthcare provider 2 months after injection and the physician "cut out a piece of the filler in order to perform a biopsy. Results as follows: ¿fragments of muscle and soft tissue containing non-polarized foreign material surrounded by palisaded histocytes and giant cells. There is no evidence of vasculitis or malignancy. The foreign material cannot be further characterized.¿ patient was seen by the injecting physician 3 months after injection and the filler was dissolved with wydase. The symptoms are resolving, but according to the reporter, the physician that performed the biopsy "cut out such a large chunk of filler for the biopsy the patient now cannot close their eyelid completely." Healthcare professional attributes the symptoms to the juvéderm voluma® xc injection and not the juvéderm volbella® xc injection.